Event description:
It was reported that the customer had issues during prime/rewind. The blood glucose reading was 283mg/dl. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. The caller mentioned that the drive support cap was protruded and sticking out. Advised the mother to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with alarms during prime test due to protruded/loose drive support disk. No alarms noted. The insulin pump was beeping properly during the prime test. The insulin pump had a scratched display window.